Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A customer reported an energy error during refractive treatment. The site did an energy check and received the error again. The treatment was completed. Additional information has been requested.

Manufacturer narrative:
Additional information provided. During technical onsite visit the field service engineer (fse) replaced a board. The system meets specifications per service test procedure. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9, h.3, and h.10. Emr board received. Review of the non-conformance investigation shows the issue is already known and addressed and investigation will be performed under this non-conformance. According to service bulletin #407 - adjustment of the internal energy sensor e4 "the range of the e4 sensor is set by a potentiometer. Therefore, it is possible that if the potentiometer is set to the end of its range, the measurement could be faulty. This could cause an energy error message or corresponding error messages." This potentiometer is placed on emr board. This is a known issue. Review of the non-conformance shows the issue is already known and addressed and investigation will be performed under this non-conformance. The root cause could not be determined conclusively. The most possible root cause for the reported error is a suboptimal adjustment potentiometer on the emr board. The manufacturer internal reference number is: (B)(4).